Event description:
#Medwatcher #(B)(4). High anxiety began right after I had the implant in. I just put it off as having two boys. That was until I had to get put on medicine bc of severe panic attacks. On (B)(6) I got my second period in one month. They were only 18 days apart. After the second period ended I began swelling in my abdomen, severe cramping and fatigue. I am (B)(6) years old and am in need of a hysterectomy. I shouldn't be this tired. The cramping and fatigue has taken over my life to the point I don't want to get out of bed in the morning. I want my life back. I am a skinny girl and look like I am 4 months pregnant. My blood levels are low due to the oncoming periods every 18 days apart. Sex is extremely painful, but my husband understands unlike some of the others.